Event description:
Cerenovus emboguard - when removing from patient the occlusion balloon slid off of the catheter. It was already coming off before the catheter was completely removed. Obviously concerning because in the patient it would have embolized.